Event description:
Reporter indicated that patient was found dead in bed. Family member stated that the patient was taking baycol, but discontinued its use when it was recalled from the market on 8/2001. Autopsy was performed. Reporter indicated that the autopsy report incorrectly indentified the ncp system as a cardiac pacemaker with a wire to the heart. Patient's body was cremated after donation of tissues. Attempts to obtain addtional information have been unsuccessful.